Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only the distal portion of the lead was returned in one piece. Visual inspection found two external insulation abrasions breaching the optim sheath distal to the suture sleeve tie mark which is consistent with friction to another implanted device or feature of the patient anatomy. The silicone tubing was not breached in these regions. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.